Manufacturer narrative:
The device has been returned but its inspection is not yet complete.

Event description:
It was reported that all images went out during a procedure due to problems with the fusebox. There was no patient injury or other adverse health consequence.